Event description:
It was reported the subject device had a abnormal image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure (abnormal image) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional green screen and component failure of the universal cord and the outer tube insertion part. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormal image (occasional green screen) was due to a component failure of the universal cord and the outer tube insertion part. The most probable cause of the complaint is cause traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.